Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for patient with elevated lactase dehydrogenase on (B)(6) 2025. A review of the log files showed a few low flow estimates. On (B)(6) 2025, the patient was admitted to the intensive care unit. Additional log files were submitted for evaluation for a power increase that could suggest a clot going through the pump between (B)(6) 2025 at 22:00 and (B)(6) 2025 at 01:00. The patient had a large stroke with territories suggesting an embolic event. A computed tomography (CT) of the heart structure was completed to evaluate for thrombus outside the pump that was negative. The additional log files captured a couple periods of low flow events on (B)(6) 2025 at 12:38 and again on (B)(6) 2025 at 15:10 - 15:13 where the estimated flows were hovering mainly around the 2.4 to 2.5 liter per minute (lpm) mark. The patient was hypertensive associated with those low flow alarms and the episodes resolved after initiation of intravenous (IV) nicardipine. They also had a recent transthoracic echocardiogram (tte) that was largely unchanged from previous.

Manufacturer narrative:
Section h6: health effect - clinical code and medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, the reported power elevations between (B)(6) 2025 at 22:00:00 and (B)(6) 2025 at 01:00:00 were unable to be confirmed via the submitted log files. The controller event log files collectively contained events from 27jul2025 through 31jul2025. Despite the account's report of a power increase between (B)(6) 2025 at 22:00:00 at 01:00:00, no notable power elevations were noted; the log files did not capture any events that would appear consistent with a thrombus or clot passing through the pump. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, hemolysis, and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio values, as well as suggested anticoagulation modifications. Section 6 of the IFU, under ¿blood pressure management¿, also states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. The relevant sections of the device history records for mlp-049159 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that the cause of elevated ldh was unknown. Trend ldh continued with syncopal episode, right sided weakness followed by unresponsiveness. Tte and CT heart structure were unremarkable. No treatment was performed at the time; the elevated lhd resolved.